Event description:
The customer called to report multiple no delivery alarms. The customer also reported erratic insulin delivery. The insulin pump delivers insulin late, early and sometimes doesn't deliver at all. The customer has experienced high and low blood glucose levels due to the delivery anomalies. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.